Event description:
Staff hung ivpb medication on a y setup and programmed infusion to run over 30 minutes. When staff checked ivpb after just 1-2 minutes it was totally empty. Staff assumed that the flushback valve on the tubing failed and the entire piggyback emptied into the primary bag. Staff removed ivpb set-up. Set up new lines and requested new piggyback from pharmacy and infused antibiotic.